Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten kinked cannula events on (B)(6) 2024. The event occurred after three hours of insertion. The infusion set was in use for 48 to 72 hours. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 10 of 10

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated according to malfunction. Occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The lot 6003440 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection according to version 12 quality specification for the connector-tube gluing process on the spot curing machines. Version 18 sampler of the extruder and tube winding area (muestrario del area de extruder y enrrollado de tubo). Functional test 1: version 9 quality specification for flow testing of steel.doc products (especificación de calidad para la prueba de flujo de los productos steel.doc) batch review. The batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 60/6tcap 10pk intint was manufactured under system application product (sap) code 1726019 and manufacturing lot number 6003440 on 30-sep-2023. (B)(4) final units in the machine (B)(4) were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.